Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the reported device failure was due to water contamination. This issue would not allow the device to complete its internal self-test. During evaluation, it was also discovered that the device triggered system faults (sf) 188 and 218. The evaluation was not able to reproduce the identified faults. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
Importer ref# (B)(4).